Event description:
It was reported that "foreign substances were mixed in the circuit set bag." This occurred upon removal from package at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not received. At the time of this investigation, no product or photos were received therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is received the manufacturer will re-open the complaint for further device analysis.